Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 136 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Unit passed displacement test. However, unit alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners.